Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon investigation the trunk cable connector pins were bent. The root cause of the bent pins was excessive force when connecting the electrode belt trunk cable connector to the monitor. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he could not connect his electrode belt to his monitor. The pt was issued a replacement electrode belt.